Manufacturer narrative:
Case reference number (B)(6). A spontaneous malfunction report received on (B)(6) 2022, which concerned a patient of an unknown age and gender who experienced a leak in the middle pouch (pt: device malfunction). The patient's medical history and concomitant medication details were not provided. On (B)(6) 2022, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012, 3t3 residual assay qc2-136) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate -left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. On (B)(6) 2022, the procedure was scheduled for epicel autografts (cultured epidermal autografts) (lot number: ee02929, expiration date: 07-feb-2022) for an unknown indication. On (B)(6) 2022, burn therapy specialist reported that seven grafts could not be used and there was no skin graft attached to backing. The representative stated that twenty five to thirty grafts were floating but were used. When he opened each dish, a ''puff'' of air coming out of the dish could be heard. There was no damage to exterior of the box and no obvious damage to graft dishes. After further inspection, the representative noted that he identified the leak in one of the pouches (pt: device malfunction). At the time of the report, the outcome of the event of leak in the middle pouch (pt: device malfunction) was unknown. The reporter did not provide causality assessment for the event of leak in the middle pouch (pt: device malfunction). No further information was provided. Follow-up information was received on 10-feb-2022 and on 21-feb-2022 and processed together with the initial. Company comment: burn therapy representative reported that seven grafts could not be used and there was no skin graft attached to backing. The representative stated that twenty five to thirty grafts were floating but were used. After further inspection, the representative noted that he identified the leak in one of the pouches, which is considered as device malfunction and therefore is listed per company convention. The leak of media did not cause or contribute to death or serious injury but there was a potential to cause serious injury if the event re-occurred. There were two potential risks associated with leakage: 1) use of potentially microbially contaminated implant could lead to increased susceptibility to infection and failure of the implant to integrate, and 2) drying of the implant due to fluid loss during transport could injure the cellular components or desiccate the matrix material, which could also lead to failure of the implant to integrate or delamination. Therefore, this case is assessed as a 30-day medical device report and it will be expedited to the us FDA. The report qualifies did not qualify as a 15 day report since the event is listed.

Event description:
A leak in the middle pouch, device malfunction.